Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted during testing. The insulin pump was received with cracked display window corners, battery tube threads, reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer reported that the numbers were ramping up on their own. The customer's blood glucose was 92 mg/dl at the time of incident. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.